Event description:
It was reported the camera head presented with error e238 (error display). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The customer reported issue was not reproduced; therefore, could not be confirmed. Additionally, the following reportable issues were identified during inspection of the device: cable image defect, imaging unit image defect, and electrical contact failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue and/or electrical problems such as open circuit, short circuit, or signal loss, and mechanical problems such as leakage or seal deformation. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.